Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a possible setscrew problem, which resulted in an invasive procedure. The details on how the setscrew problem manifested itself (noise/impedance problems/therapy delivery issues) were not provided to guidant. In addition, no area sales representative is assigned to this territory, thus attempts to obtain additional information surrounding the event are not possible. To date, there have been no reported patient symptoms associated with this clinical observation.